Event description:
Home patient (hp) reported multiple incidents of an incomplete prime with the homechoice set. Hp reported receiving a check supply line alarm, prior to noting the incomplete prime. Hp stated they were able to reprime after multiple priming attempts. Due to multiple priming attempts, the hp noted they would not have enough solution to complete therapy. Hp reported they replaced one of the solution bags, utilizing the same cassette. No patient injury or medical intervention per hp.